Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Technical support suggested to customer to go ahead and troubleshoot device. Technical support also advised customer to perform the driver power module calibration and see if the voltages are correct. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported driver would not turn on and the frequency knob not going all the way to 15 on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.